Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they did not receive bolus and experienced high blood glucose level. Customer woke up this morning with blood glucose of 472 mg/dl. Customer's blood glucose level at the time of incident was 470 mg/dl. The customer did not provide the symptoms and treatment regarding high blood glucose. The customer did not using auto mode feature at the time of event. The insulin pump will not be returned for analysis.